Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 20 mm mechanical valve, the valve was explanted and replaced with an 18 mm valve as the physician deemed the 20 mm valve was the wrong size for the patient. No additional adverse patient effects were reported.